Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-sep-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (1 mg/ml at .006 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that for the past month or so, she had not gotten pain relief like she used to from her pump. The pain management doctor couldn't aspirate the catheter in the clinic so sent the patient for a dye study while decreasing dosing. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, it was noted that no falls were reported. During the dye study, dye was injected per the hcp as the dose was very low and dye layered out behind the pump on fluoroscopy with no dye traveling up the catheter. The pump was decreased to minimum rate and the patient was scheduled for a catheter revision on (B)(6) 2022. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.